Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the incidence of valve frame infolding during transcatheter aortic valve implantation (tavi) in patients with highly calcified and extra-large aortic annuli. The study population consisted of 10 patients who all underwent tavi with the medtronic 34 mm evolut pro+ system. Valve frame infolding occurred in four patients. Three of the occurrences were observed by the authors after partial deployment. In all three cases, the valve was recaptured, withdrawn, and exchanged for a new valve that was subsequently implanted. The remaining instance of infolding was observed after full deployment and a post-dilatation was performed with a 20 mm non-medtronic true balloon to optimize valve symmetry, resulting in mild-moderate paravalvular leak (pvl). Among all 10 patients, varying levels of pvl (none = 1 case, trivial = 5 cases, mild = 1 case, mild-moderate = 3 cases) and elevated/high peak gradients (> 20 mmhg = 1 case, <(><<)> 20 mmhg = 9 cases) were observed after valve implant. No further information pertaining to medtronic products was noted. Additional information was received indicating that none of the patients exhibited a peak gradientabove 20 mmhg after valve implant. It was also noted that the levels of pvl observed after valve implant were as follows: not reported (2 cases), none (5 cases), mild (1 case), and moderate (2 cases).